Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution clip device were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, it was reported that clip tried to open however, it would not open. After manipulation, the clip limply hanging from the catheter prematurely deployed inside patient. The same problem occurred with the other resolution 360 clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and visual evaluation was performed that the device returned with the control wire outside the handle and kinked at the proximal section. The spool is separated. The catheter was detached from the handle. Microscopic examination was performed, and it was found that the device was checked under magnification, and it was found that the clip has evidence of a full deployment. The proximal section of the catheter had evidence of the mechanical cut. No other problems with the device were noted. The reported event of clip premature deployment and clip would not open were not confirmed. Investigation found that the device returned without the clip assembly and with evidence of full deployment. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, the device returned with the control wire outside the handle and kinked at the proximal section. Also, the spool was separated. These failures could be caused by the physician's technique during the device handling. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is cause not established.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution clip device were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, it was reported that clip tried to open however, it would not open. After manipulation, the clip limply hanging from the catheter prematurely deployed inside patient. The same problem occurred with the other resolution 360 clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.